Manufacturer narrative:
The device was evaluated and the model and serial number have been added.

Event description:
It was reported that the litter was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the litter was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.